Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. After the stimulation had turned off following recharging of the ins, the patient was able to turn stimulation back on by powering on as they normally would. The patient was unable to recall the dates of when this occurred. The cause of the stimulation turning off has not yet been determined. The rep had no further information to provide at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on two occasions, after the patient had recharged the ins, the stimulation had turned off. The dates this had occurred were not known by the rep at the time of the report. It was reviewed with the rep that it is not expected for the stimulation to turn off after recharging. It was suggested to have the patient keep a log to record when this recurs. The rep stated they would follow up with the patient. The rep also inquired what the recharging screen is supposed to show when a recharging session is complete because the patient wasn't seeing any indication that charging was complete. Technical services reviewed this with the rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.